Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle disconnection led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a nurse reported a problem during the injection of haldol decanoas: the nurse attached the needle (green base, 21g, 40 mm) to a 10 ml bd syringe (ref 309110, lot 2102153, per (B)(4)), making sure that the two activation indicators were present: an audible "click" and a control window. During the injection, the syringe and needle became maladjusted, allowing a significant portion of the medication to escape onto the patient, the nurse and the treatment tray.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-dec-2022 . H6: investigation summary a device history record review was completed for provided material number 305895 and lot number 2106003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, an eclipse needle attached to a discardit syringe and an unpackage eclipse needle were returned for evaluation by our quality engineer team. The eclipse needles were both assembled with the discardit syringe and no signs of leakage or any defect could be observed. Based on the investigation results, an exact cause could not be determined for the reported incident.

Event description:
It was reported while using bd eclipse¿ needle disconnection led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a nurse reported a problem during the injection of haldol decanoas: the nurse attached the needle (green base, 21g, 40 mm) to a 10 ml bd syringe (ref 309110, lot 2102153, per 01/2026), making sure that the two activation indicators were present: an audible "click" and a control window. During the injection, the syringe and needle became maladjusted, allowing a significant portion of the medication to escape onto the patient, the nurse and the treatment tray.